Manufacturer narrative:
Sections with additional information as of 28-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product was not received. Replacement products were reshipped to customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 224, 233 and 264 mg/dl fasting and 327 and 236 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 95-154 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 265 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/28/2021. The meter memory was reviewed for previous test result history: (B)(6).